Event description:
It was reported that the core saber drill was smoking during testing at the user facility. Upon evaluation at the manufacturer facility, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Event description:
It was reported that the core saber drill was smoking during testing at the user facility. Upon evaluation at the manufacturer facility, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
The reported event of the handpiece overheating and showing a bias current message on the console was duplicated. The device was found to have corrosion affecting the rotor and motor assemblies. Based on sme consultation rotor and motor corrosion can reduce the performance of the handpiece and cause or contribute to the handpiece rising in temperature. If the assemblies are corroded, it can cause an increase in friction. Friction translates the energy from the movement of the bearing into heat energy. Corrosion in the motor assembly can cause a delamination of the electrical flex assembly, which can cause or contribute to a bias current error and device seizure. Based on the age of the device, approximately 5 years, the corrosion can be the result of normal wear.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.